Manufacturer narrative:
The device was evaluated and performed per specification.

Event description:
Pt with barrett's esophagus underwent sizing of the esophagus in preparation for circumstantial rfa. Some blood was noted on the sizing balloon and endoscopy revealed a mucosal tear near the gastroesophageal junction (42 cm from incisors) in an area that was not sized. The physician completed ablation without incident and placed two endoscopic clips on the mucosal tear. No further complications were noted.